Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) ran a station-to-server communication query directly from the station. The communication appeared to be functioning correctly, with data successfully crossing over. The timestamps for the last upload and download on the server were current, indicating active synchronization. The tss confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es network was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.